Event description:
The customer observed a falsely elevated alinity I total -hcg result for a 33-year-old female han/chinese patient. The following results were provided: on (B)(6) 2025, sid (B)(6) initial result = 178.91 iu/l. (B)(6) 2025 new sample result = <2.3 iu/l. Sample from (B)(6) 2025 retested with result = <2.3 iu/l. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information:(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p51-74 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for false elevated alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 71455ud03, however, no increase in complaint activity was identified for list number 07p51. In house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. The overall performance of alinity I total ss-hcg reagent was reviewed using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity I total ss-hcg assay for lot 71455ud03 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I total -hcg result for a 33-year-old female han/chinese patient. The following results were provided: on (B)(6) 2025, sid (B)(6), initial result = 178.91 iu/l on (B)(6) 2025, new sample result = <2.3 iu/l sample from (B)(6) 2025 retested with result = <2.3 iu/l no impact to patient management was reported.